Event description:
It was reported that the left ventricular (lv) lead had a high threshold. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (B)(6) 2011; 507645 implantable pacing lead (B)(6) 2003; 507658 implantable pacing lead (B)(6) 2003. (B)(4).